Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent inadvertently deployed. The 90% stenosed, focal target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6 x 150 x 130 innova stent was advanced contralateral over a .035 300 radifocus guidewire. The physician tried to insert the tip into the valve of the sheath, but there was resistance and it got caught. It seemed that the stent was slightly visible, but this was not confirmed. The physician continued to use the device. The patient moved and sedation was performed with medicine on the patient. It was attempted to flush the device again and re-insert the stent, but the stent slightly deployed when inserting the guidewire. The lock was still intact. The usage of this device was discontinued. A 6x120 innova was placed and the lesion was covered. Post-dilataion was performed and the procedure was completed. There were no patient complications reported.